Event description:
He initially presented with a complete heart block in june 2022 and underwent implantation of a dual-chamber pacemaker. Subsequently he presented in may of this year with heart failure and was upgraded to a crt-p device with addition of a left ventricular pacing lead. He presented on this occasion with sudden onset of weakness dyspnea and near syncope and on arrival of ems was found to be in sustained ventricular tachycardia terminated with cardioversion. After arrival he had initial cardiogenic shock requiring pressor support which was subsequently weaned off. He had 1 episode of sustained vt on december 8 lasting 5 minutes which was asymptomatic and spontaneously terminated. He has been treated with a combination of oral and IV amiodarone. There has been no recurrence of sustained vt since december 8.